Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that the patient experienced a rash due to sensor use on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that the patient experienced a rash due to sensor use on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's rash was accompanied by redness and was located near the sensor adhesive. On (B)(6) 2016, the patient had a consultation with a dermatologist and was prescribed an ointment with neomycin. Additionally, it was reported that the patient had experienced allergic reactions with previous sensors. At the time of contact, the patient was in good condition. No product or data was returned for investigation. However, a photo of the patient's rash was provided for evaluation. The reported event was confirmed. A root cause could not be determined.